Event description:
It was reported that the during the procedure once the probe reached approximately 74 degrees the generator would give the message ¿grounding pad not secure¿. Adjustments were made without resolution as well as a second grounding pad attempted, but the issue would not resolve. As a result, the case was aborted. There were no adverse consequences to the patient.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.